Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation was limited as no sample material was available for further analysis. Single false positive results are covered by the claimed specificity of the assay. The specificity for blood donors is stated as 99.85%. The root cause was attributed to a sample-specific interference, which is a known limitation. The customer was advised to follow the recommendations, including retesting initially reactive samples in duplicate and performing confirmatory testing for repeatedly reactive samples.

Event description:
The initial reporter alleged false positive results for three samples from the same patient tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. The first sample (ID: (B)(6) was tested on (B)(6) 2021, and the second sample (ID: (B)(6) was tested on (B)(6) 2021. Both samples were tested on the cobas 6000 e601 module without repetition. No additional confirmatory testing was performed at the customer site. The customer concluded that the results were false positive based on their internal review. No other cases of false positive anti-hcv ii results were reported by the customer.